Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen was frozen and had a touch panel related issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the touch screen assembly and related parts. The fse then completed a full calibration, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen was frozen and had a touch panel related issue. There was no patient involvement, and no adverse event reported.